Event description:
Additional information received from baxter (B)(4): floseal was being used for laparoscopic partial nephrectomy. Five ml of floseal was applied using a laparoscopic device. The product was applied prophylactically. After application, the product was kept in place with a gauze; a compressive bolster was then used. There were no acute events (o2 saturation decrease, increase in ventilation pressure) observed intraoperatively pointing to a lung embolism in immediate temporal relationship (seconds, minutes) with the application of floseal. The pulmonary embolism was diagnosed on (B)(6) 2010. Floseal was applied on (B)(6) 2010. The thromboembolic complication was treated with heparin. The complication gave the appearance of a false aneurysm which embolised. The patient died on (B)(6) 2010. Floseal was applied through a laparoscopic tip in order to prevent post-surgical hemorrhages.

Event description:
On (B)(6) 2010, a patient experienced an adverse event with floseal. On (B)(6) 2010, the patient was treated for a partial nephrectomy through a laparoscopic method with the use of floseal as a haemostatic agent. Outcome: respiratory distress syndrome, bilateral pulmonary embolism, urinary infection with septicaemia (urinary starting point), haematoma of the chamber, false arterial aneurysm, and appendicular peritonitis. No additional information is currently available.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the report provides a series of postsurgical complication recorded as part of a clinical registry (non-interventional study) in which floseal has been used for hemostasis in laparoscopic partial nephrectomy. While we can exclude that floseal has contributed or caused the urinary infection and the septicemia secondary to it, as well as the pseudoaneurysm and the peritonitis, based on the missing anatomical relationship to the application of floseal in the renal retroperitoneal space, we cannot exclude a contribution in a thromboembolic pulmonary complication. Since there is no compelling additional clinical data available the following clinical and application details have to be clarified. Indication for use of floseal. Volume applied and application device used to apply the product. Has floseal been applied on an active bleeding or prophylactically (to prevent postoperative hemorrhagic complications)? After application of floseal, has the applied product been approximated and kept in place with a gauze, or has a compressive bolster been used? Where there any acute events (o2 saturation decrease, increase in ventilation pressure) observed intraoperatively pointing to a lung embolism in immediate temporal relationship (seconds, minutes) with the application of floseal? When has the pulmonary embolism been diagnosed and with what latency in relationship to the floseal application. Therapy of the thromboembolic complication and outcome. Based on the relevant missing clinical details we cannot exclude that floseal has contributed or caused the pulmonary embolism. All other reported postoperative complications are not related to the use of floseal. (B)(4) no additional information is available at this time. Baxter is currently following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of any additional information.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: given the lack of any acute or immediate response to the application of floseal in the absence of active bleeding, and no report of any signs of either thrombus formation or embolisation until 11 days following the application of floseal, it can be concluded that the inappropriate prophylactic use of floseal in this case did not contribute to the development of pulmonary embolism. Based on the updated information received on (B)(4) stating the patient had been on anticoagulation therapy for an active stent implant, any disruption of this therapy in preparation for the planned surgery on the kidney would likely have contributed to the post operative embolic episode. The updated information also states that the patient passed away 3 months after the pulmonary embolism episode with the conclusion from the operating surgeon that the application of floseal was in no way contributory to this patient's death. Review of the instructions for use and mechanism of action of floseal should be done with this investigator to prevent further misuse of floseal as a prophylactic hemostatic agent. (B)(4). As the product was not related to the negative patient outcome this case no further investigation is required. Baxter will work to review the instructions for use with the investigator concerning the prophylactic use of the product.